Event description:
It was reported that there was inappropriate mode switches recorded due to oversensing of noise on the right atrial (ra) channel. It was further reported that the ra lead previously exhibited high pacing impedance measurements that were on-going, however at change out the lead was found to be functioning normally, so remained in service. Technical services (ts) was consulted to review the stored episodes. Upon review, ts noted atrial tachy response (atr) episodes that were stored for a couple months due to the noise. All ra lead measurements were stable and within normal limits. Ts discussed further troubleshooting options including obtaining an x-ray too assess lead integrity. The ra lead remains in service and no adverse effects have been reported. The field representative will attempt to obtain further information, however at this time no additional information is available. If additional information becomes available the report will be updated at that time.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.